Event description:
The physician reported that his handheld would keep freezing during interrogation and he would like to have a new handheld. New handheld was shipped to the site. Good faith attempts to get the old handheld back to the manufacturer for product analysis have been unsuccessful.